Event description:
It was reported that the implantable pulse generator (ipg) exhibited a suspected pacing and sensing problem. It was noted there was fluid inside the atrial port of the ipg and it was suspected the set screw was not tightened. The atrial port was cleaned and the pocket was closed. It was later noted that there was a suspected open circuit in the atrial port of the device header and the ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found. It was noted the returned device had foreign material in the connector.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).